Manufacturer narrative:
510(k) number: k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. This complaint is linked to another file (B)(4) 3001845648-2019-00021 (broken flexor) as a second failure - kinked flexor was observed during the lab evaluation. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 30th january 2019. Flexor was observed kinked. Documents review including IFU review: prior to distribution all evo-25-30-8-c devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-25-30-8-c device of lot number c1311877 did not reveal any discrepancies that could have contributed to this issue. Upon review of complaints, this failure mode has occurred previously with lot number c1311877. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1311877. This complaint is linked to complaint file (B)(4) (broken flexor) as a second failure - kinked flexor was observed during the lab evaluation. A project was carried out to make improvements to the flexor design. The instructions for use ifu0052-10 which accompanies this device and instructs the user to ""visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use ifu0052-10. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause of kinked flexor could be attributed to transport returns. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Flexor kinked observed during lab evaluation.